Event description:
It was reported that pump issued cartridge alarm after exposure to external magnet. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge, delivered instructed bolus, and successfully reloaded cartridge, and pump use and insulin therapy were resumed after caller received education about avoiding magnet exposure, and no further issues were noted.